Event description:
It was reported that the 8800 system locked up and would reboot on its own during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and power supply were replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint.